Event description:
In 1993 pt had breast implants (150 cc) at another hosp. She developed pain and stiffness in her neck and upper back. Implants removed 9/23/94. Apparent rupture of both capsules with material free in paraprosthetic capsule. Failed silicone gel prostheses secondary to fibrocystic disease per md.